Manufacturer narrative:
This ra lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a post-implant follow-up, this right atrial (ra) lead exhibited loss of capture. The patient was brought back into the operating room and the physician attempted to reposition the lead. During repositioning, the helix of the lead would not operate appropriately. The physician elected to explant and replace the ra lead without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
--